Manufacturer narrative:
Exact date unknown, event occurred a year and a half from the date the manufacturer became aware of the event. Explant date: a year and a half ago. Additional suspect medical device component involved in the event: product family: artisan lead 70 cm, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 17218252.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. All device components explanted and will not be returned. No further information has been obtained despite good faith efforts.